Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead warning triggered, and the lead exhibited low impedances. The patient has permanent atrial fibrillation (af), so the lead was reprogrammed to inactive. No further patient complications have been reported as a result of this event.